Event description:
It was reported that the patient presented for a scheduled leadless pacemaker implant procedure. During the procedure, the patient developed atrial tachycardia and was cardioverted, resulting in atrial fibrillation. The device was introduced, and five mapping locations were attempted; however, all revealed low amplitude atrial fibrillation signals. Due to inadequate contact and lack of evidence of current of injury at all five sites, the procedure was aborted. Patient condition was stable.